Event description:
Related manufacturer reference number: 3006705815-2023-04359. It was reported that patient's system was explanted at an unknown date for an unknown reason. No further information was provided.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.